Event description:
It was reported the device exhibited a lec1720 error. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. Error code 1720 was found in the device's event history log. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that a possible defective back up capacitor was the root cause. The back up capacitator was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.